Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of inadequacy of device shape was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Analysis and functional testing of the returned belt cuff fgs device confirmed that the cuff did not leak. Analysis and functional testing of the returned balloon fgs device revealed that the balloon leaked at the shell adapter junction due to fatigue and was oval in shape, which is indicative of over filling. Additional manufacturer narrative: date of event - date entered was an estimated date because the exact date of event was not provided. Model number: 72400024 lot number: 841579009 model description: balloon fgs 61-70 cm

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted due to recurring incontinence, a balloon puncture, and to downsize the cuff from a 4.5cm to a 3.5cm. A new 61-70 cm h2o balloon and 3.5cm cuff were implanted. It was further reported that the patient's recurring incontinence began 2 weeks prior to surgery.

Manufacturer narrative:
Date of event - date entered was an estimated date because the exact date of event was not provided. Model number: 72400024; lot number: 841579009; model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted due to recurring incontinence, a balloon puncture, and to downsize the cuff from a 4.5cm to a 3.5cm. A new 61-70 cm h2o balloon and 3.5cm cuff were implanted. It was further reported that the patient's recurring incontinence began 2 weeks prior to surgery.